Manufacturer narrative:
Brand name: silicone ultraviolet-absorbing posterior chamber three piece foldable intraocular lens (elastimide®). Method (process evaluation): work order search. Results (evaluation result): a lens work order search was performed and another similar complaint was found within the work order. Conclusion (unable to confirm complaint): based on the complaint history and work order search, a specific root cause of the event could not be determined. (B)(4). Lens not returned.

Event description:
The reporter stated the surgeon was inserting an aq5010v silicone three piece lens, +2.0 diopter, and a lens haptic sheared off. There was patient contact but no injury. The backup lens was implanted with no problem.

Manufacturer narrative:
Visual inspection of the returned product found the lens stuck inside an aq cartridge-fp. There was no visible damage to the cartridge and there was evidence of dried surgical residue. Based on the complaint history, work order search, device history record review , medical review and the evaluation of the returned product, a specific root cause of the event could not be determined. (B)(4).

Manufacturer narrative:
A review of the device history record was performed and nothing was found in the manufacturing, inspection and packaging process records that suggests a contributory factor in the complaint. Per medical review - reportedly, haptic of a 3-piece silicone iol was torn off during insertion requiring intraoperative lens exchange. No report of incision enlargement or any other tissue damage. Another lens was successfully implanted. According to the report, by a surgical technician, dated on (B)(6) 2015 the exact cause of the event was unknown but there was a possibility of loading error. The same report confirmed that there was no patient injury.based on the complaint history, work order search, device history record review and medical review, a specific root cause of the event could not be determined.(B)(4).